Event description:
It was reported by service report that the foot end jack was drifting and the head end jack would not lower. Also the fowler gas cylinder was spongy and would not hold the patient's weight. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.